Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with an implanted cardiac resynchronization therapy defibrillator (crt-d) device was previously in the office for left ventricular (lv) pace programming optimization and there was a subsequent alert for a lv pace impedance measurement of approximately 2000 ohms. The lv lead was noted to be programmed to the lv tip to lv ring vector. Boston scientific technical services (ts) indicated that the currently programmed upper alert limit for lv pace impedance is 2000 ohms but this lead has a normal pace impedance range of 200 ohm to 3000 ohms. Ts explained that the presenting electrogram is free of any artifacts and there is no evidence of loss of capture. Ts suggested to the healthcare provider to increase the lv pace impedance alert upper limit to 2500 ohms or 3000 ohms. The device remains in-service. No patient symptoms or adverse patient effects were reported.